Event description:
The patient was brought in to the operating room (or) for a cystoscopy, left retrograde pyelogram, left ureteral stent placement, and a bladder biopsy. While doing the bladder biopsy using the lithoview, the stone basket (zero tip ref: m00063901050, lot: 33112085) fractured at the sheath leaving the basket and some of the sheath inside the patient. Surgeon notified the rest of the team and used a dakota grasper to retrieve the retained basket and the sheath. Once it was taken out, surgeon along with the scrub tech and the circulating nurse verified that the basket+ the sheath was intact with all of its prongs. All of these procedures were completed using x-ray fluoroscopy. Rest of the consented procedures were completed.